Event description:
Reporter alleged having e-15 and a square on the display of the compact plus system which means segments were missing and/or darkened. Customer discovered the alleged display issue when she called the manufacturer. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported to baxter (B)(4) of a leak observed on the irrigation set during patient use. There was no patient injury or medical intervention reported. No additional information is available.